Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging "er1" and "er2" issues with his one touch ultralink meter. The reported issues first occurred "about a month ago." He claimed that at an unknown time after the reported issues began, he developed symptoms of frequent urination and thirst. As a result of his symptoms, he increased his insulin dosages. No other forms of treatment or blood glucose results were reported. According to the troubleshooting performed with customer service, both "er1" and "er2" issues were resolved. Replacement products were still sent to the patient. This complaint is being reported, because the patient allegedly developed symptoms suggestive of hyperglycemia after experiencing "er1" and "er2" messages on the meter.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.